Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during an anastomosis of arteria iliac comminis, at the beginning of use of this unit, the needle detached from the thread and was lost into deep pelvi tissues. Report from the customer specifies that the clinical sample is not available, and no information are reported about complication or consequences.